Manufacturer narrative:
(B)(4). As the sample was not returned, a device analysis could not be completed. Should additional relevant information become available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 alarm (air in line/set). This event occurred during the initial drain cycle of peritoneal dialysis therapy while the patient was connected. The patient stated that they were unsure if the patient line had been properly primed before connecting or if they had initiated therapy before connecting to the homechoice. The technical service representative assisted the patient in clearing the alarm and advised the patient to restart therapy with new supplies. There was no patient injury or medical intervention reported. No additional information is available.